Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge fill estimate intermittently remained static. Customer used cold insulin to fill cartridges. The issue occurred in the past; therefore, troubleshooting could not be performed. Fill estimate was accurate at the time of report. Customer's blood glucose reached 300's mg/dl.